Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor on may 7, 2018 involving a devilbiss oxygen concentrator, stating that the unit was "getting hot enough that is melting the plastic inside." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit at the time and determined that the cooling fan's performance had been intermittent fan operation, which resulted in modest thermal deformation to the compressor housing. Devilbiss has an active CAPA for fan complaints.